Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and an infection. The customer's blood glucose reading was over 600 mg/dl at the time of the event. The customer stated that her infusion site was infected, but she did not change the infusion set. The customer stopped utilizing insulin pump therapy after the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.